Event description:
Account states drain tubing broke upon removal. Pt was returned to surgery to remove remainder of drain.

Manufacturer narrative:
Sample was received. Visual examination showed that it is a cat. No. Su130-1311 flat drain and a 100cc reservoir packaged into sterile double pouches. Also showed a piece of black suture thread attached to silicone tube at approx. 3.12 inches from break site and a safety pin fixed to the handle of the reservoir. The molded lps flat drain section showed no damage. Visual inspection revealed silicone tubing broke at approx. 1.88 inches from drain/tubing junction area. Microscopic investigation revealed wavy/jagged edges at the fracture site. The characteristics of the fractured area are similar to those which may have been caused by nicks or puncture by a sharp instrument.